Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on 15sep2022 with 2 days of maroon colored stools with international normalized ratio (inr) of 2.6 and hemoglobin (hgb) of 8.8 mg/dl down from 12 mg/dl one month prior. Blood products were given. The patient had severe gastrointestinal (gi) bleeding which occurred post discharge. The overt bleeding plus hemoglobin dropped of 3 to less than 5 g/dl related to bleed. Hemoglobin level rose 7.7 g/dl. Video capsule endoscopy (vce), was done to look for a source of gi blood loss, was unremarkable. There were a few lymphangiectasis, but no hemorrhagic lesions. There were no findings to account for his melena. Anticoagulation was held temporarily. The patient received 1 unit of packed red blood cells (prbcs). The patient was transitioned to open label and ceased aries medication. They were not taking aspirin (acetylsalicylic acid) at this time. On (B)(6) 2022, the issue resolved without sequelae.